Event description:
(B)(4) clinical study. It was reported that death occurred. On (B)(6) 2014, the 2.5 x12mm taxus liberte stent was implanted. On (B)(6) 2013, the patient died. The cause of death was unknown.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).